Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-02 was reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-05-01 at 5:04am and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-04-30. A dexcom g7 sensor session was started on 2024-04-30. The last cartridge and infusion set change operations prior to the review date were on 2024-04-30 at 11:06am. Supply change operations were logged again on the review date at 7:42pm. No meal bolus requests were found in the logs from start of use through the review date. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. A cgm signal loss alert triggered at 5:17am. Review of the ilet report shows a period of hyperglycemia prior to the reported hypoglycemic event on 2024-05-02. There are no meal announcements logged on the ilet report. The cgm glucose rises above range around 12:18am and remains in the mid to high 200s for approximately 3 hours. The ilet is shown dosing insulin in response to the cgm. The peak was 280 mg/dl. The cgm glucose is back in to range by 4:33am and at this point insulin dosing is suspended as the cgm glucose continues trend downward. The cgm glucose reaches 69 mg/dl by 4:23am. The hypoglycemic period lasted approximately 1 hour with total time less than 54 mg/dl 15 minutes before the cgm loses signal. When the cgm reconnects approximately 30 minutes later the cgm glucose is 56 mg/dl, trending up and is back in range by 5:33am. The cgm glucose nadir was 40 mg/dl. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The initial cause of the hypoglycemia was likely due to failing to announce a meal for carbohydrates consumed, leading to a prolonged period of hyperglycemia requiring correction insulin dosing and putting the user at a higher risk for hypoglycemia. Another contributing factor was the failure to promptly respond to alerts, as none of the alerts were acknowledged. The user also has end-stage renal disease, which likely contributed to the severity of the hypoglycemic event. The ilet is not intended to be used in patients with end-stage renal disease.

Event description:
On 5/7/24 a beta bionics clinical support specialist (clss) reported an ilet user experienced a low blood glucose (bg) event. The event occurred on 5/2/24. The clss spoke with the user and the user's wife about the event. The clss discovered that the user had not made any meal announcements since their training on 4/30/24. The clss discussed why low bgs were happening in response to no meal announcements and how to announce correctly. The clss also recommended spacing meal announcements out by 4 hours for a few days for better ilet adaption. The user's wife verbalized understanding. The wife reported no issues with the infusion set change or operating the ilet. On 5/7/24 a beta bionics customer care agent followed-up with the user's wife about the event. The wife reported the user's bg dropped to 40 mg/dl for approximately 1-2 hours. The user experienced profuse sweating and was delusional. The user's wife called ems. The user was treated in their home with an IV and not taken to the hospital. What type of IV treatment was not reported. This is the second of two low bg events reported for this user. This medwatch report details the high bg event on 5/2/24. A medwatch report detailing the second low bg event on 5/1/24 is submitted on MFR report #: 3019004087-2024-00177.